Manufacturer narrative:
(B)(4).

Event description:
The customer obtained a questionable high test result for one patient sample using the elecsys hcg + beta test system (hcg+b) on the cobas 6000 e 601 module (e601). All results are in units of miu/ml, and all were released outside of the laboratory. The initial result was 287.2. The repeat result was <5 with a data flag. On (B)(6) 2017, a new sample was taken and analyzed on another e601. The result was <5 with a data flag. The repeat results were deemed correct. No adverse event occurred. The hcg+b reagent lot number is 17982503; the expiration date was not provided. Calibration and qc were acceptable on the date of the event. The field service representative ran an assay performance check which passed. The customer ran qc afterward which passed. The customer repeated both samples on both e601, and the results were "the same and consistent." Investigation activities are ongoing.

Manufacturer narrative:
The sample was hemolyzed. The alarm log information showed an "abnormal sample aspiration" alarm on the date of the event. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most likely root cause for the event is a pre-analytical issue. Additional possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.